Manufacturer narrative:
The patient was revised because the patient fell and dislocated her hip. Minor poly wear noted. Doi: 20+yrs - dor: (B)(6) 2014 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. Provided information and x-ray(s) were obtained and reviewed by a medical professional. There are no medical records outside of an unidentified and undated x-ray that confirms a dislocation of a right tha. The patient was noted to have fallen prior to dislocation. Although not returned, it would not be unreasonable to find poly material wear after the length of time reported as implanted. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
The patient was revised because the patient fell and dislocated her hip. Minor poly wear noted.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.